Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A penetration was observed at the kinked location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas restrictions alarm continuously. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated gas restrictions alarm continuously. The balloon was removed and replaced. There was no reported injury to the patient.